Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited externalized wires. No electrical anomalies were noted. The lead remained implanted. No patient symptoms or additional information was reported.